Event description:
Per the clinic, the patient sustained a hit to the implant side of the head. Subsequently, the internal magnet was removed, and an abutment was placed on the internal fixture (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.